Manufacturer narrative:
No mc33450 product samples, videos, or photographs were returned for investigation. A lot number was not provided so a DHR review was not possible. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The actual device is not being returned however the sister sample is available for evaluation . It is yet to be received. Concomitant medical products: covidien monoject tube holder (item number 8881225216), carefusion maxguard extension set with two needleless y-sites (item number mx9178), covidien vacutainer (unknown item number).

Event description:
The event involved a pressure infusion extension set that leaked blood. After an IV was started, the extension set was hooked up to the intravenous hub. Blood was drawn from it and blood started flowing out of the device. The device was replaced. The customer reported that possible mating devices used were covidien monoject tube holder, carefusion maxguard extension set with two needleless y-site; a tubing and covidein vacutainer was utilized for blood collection. There was patient involvement, however no adverse event, no human harm, and no delay in critical therapy.